Manufacturer narrative:
Evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor reported that a patient passed away on (B)(6) 2018 while wearing the lifevest. Prior to passing, the patient received two inappropriate treatment shocks. It was reported that the patient was unconscious and in the ER at the time of the event. Hospital staff was present for the event. At 16:25:22, the lifevest detected an arrhythmia. Gel was released at 16:25:47. Two treatments were delivered at 16:25:59 and 16:27:08, respectively. The rhythm at the time of the treatments was asystole with CPR artifact. CPR artifact contributed to the false detection. Following the second treatment the patient remained in asystole with CPR artifact. There is no indication that the inappropriate treatment contributed to the patient's death, as the patient was in a non-treatable rhythm (asystole) at the time of the treatments.